Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller to remove cartridge, inspect and remove misplaced o-ring from pneumatic tap, clean area with alcohol wipe or lint-free cloth, and then follow on-screen steps, after which caller successfully loaded cartridge and resumed insulin delivery with no further issues reported.